Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event, noting dizziness when glucose measured 101 mg/dl, then ingesting oral glucose tablets after which glucose decreased to 73 mg/dl before stabilizing and subsequently rising to 75 mg/dl. Symptoms included dizziness consistent with hypoglycemia without seizure or loss of consciousness. Outcomes included self-treatment with oral glucose, no emergency care, and no hospitalization. Investigation included troubleshooting and education with monitoring guidance. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified. It was concluded that the event resolved with oral glucose and continued monitoring, and no further follow-up was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.